Event description:
No sample was available. However, a picture was returned and evaluated. Within the picture, the primary line was completely separated from the cassette port. Therefore, the customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly, which resulted in the primary line separating from the cassette port. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.

Event description:
The following has been reported: nurse reported : while changing a bag of hydromorphone, I got an alert there were bubbles in the pump cartridge. I clamped the line going to the patient, lifted the lever to pen the pump to grab cartridge, and pulled lifted cartridge up to remove (grabbed by hard plastic part at the middle of the cartridge). As the cartridge was lifted, the tubing connected to the primary part of pump cartridge disconnected. This resulted in a continuous stream of hydromorphone streaming onto floor/rn. Unable to measure amount wasted - estimated 15-20ml lost on ground/onto rn. This significantly delayed sedation getting to the patient during an emergency dressing change. - stop active infusion : yes - occurred on primary line - injury/adverse reaction : yes - drug used for infusion : hydromorphone. Significant delay in sedation for emergency dressing change, unable to measure wasted narcotic. Had to get new tubing. The sample has narcotics remaining inside, so will not be able to be sent in. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.